Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that during a jawbone osteotomy surgical procedure, the patient experienced a superficial burn to the upper lip anterior nasal wing it was further reported that the burn was treated with ointment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device discarded by customer.

Event description:
It was reported that during a jawbone osteotomy surgical procedure, the patient experienced a superficial burn to the upper lip anterior nasal wing it was further reported that the burn was treated with ointment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.